Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap gastric bypass the needle kept falling off but was retrieved each time before falling into the patient¿s cavity. The last know patient status is reported as fine.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo stitch device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was received. The visual inspection of the endo stitch noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. No plastic shearing of the toggle switch was noted. The file was concluded to be tested satisfactorily. Should new information become available, the file will be re-opened and reassessed at that time.